Manufacturer narrative:
(B)(4).

Event description:
The reported complaint was called into pentax medical customer service on 12-dec-2019, and reported biofilm and corrosion found during pre-inspectional check of the endoscope and was documented as "potential endoscope contamination" involving a pentax medical video esophagoscope. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. The customer owned video esophagoscope was received by pentax medical for evaluation on 19-dec-2019. The esophagoscope was inspected by pentax medical service on 26-dec-2019, and the following inspection findings were documented: insertion tube severe crush at stage 1, passed dry leak test, distal body chipped, segment crushed, passed wet leak test, umbilical cable single buckled under pve root brace. This is the first time pentax medical video esophagoscope, model ee-1580k, serial number (B)(4), has been returned for service at a pentax medical facility since the device was put into service on 30-jun-2009. The esophagoscope is pending repair completion, resampling and final qc approval as of 10-jan-2020.